Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where the patient's profiles and orders were not crossing over to the station, thereby preventing users from accessing the medications. The customer stated that the stations were in critical override mode. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient's proflies and orders were not crossing over to the station. A technical support specialist connected to the cce and later found the issue was on the server and need to restart iis or .net tcp services to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.